Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
It was reported when the physician interrogated the patient's generator, a low output current message was seen. When the physician attempted to change the patient's parameters, an error code 128 was seen. Additional information was received from the physician noting the low output current still did not resolve when the generator was attempted to be programmed with a second tablet. No other relevant information has been received to date. No known surgical intervention has occurred to date.

Event description:
Additional information was received that the patient presented for follow-up at a different hospital. The representative noticed there was a diagnostic center in the vicinity of the office where the patient was interrogated when the low output current was seen. The patient's generator was able to be re-interrogated successfully and the parameters were able to be adjusted without issues. Tablet data from all devices used to interrogate the patient's generator were received and reviewed. No other relevant information has been received to date.